Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated. Visual inspection performed on the returned reader and no evidence of electric shock was observed. Usb cable and adapter were not returned with the reader. Built-in reader testing has been performed and all results were within range specification. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader¿s pcba (printed circuit board assembly); and no signs of damage, burn marks or corrosion was observed. The returned battery voltage was not within specific range. An extended investigation was performed. Visual investigation has been performed on returned reader and reader¿s pcba (printed circuit board assembly) and no signs of damage, burn marks or corrosion was observed. Reader powered on with button press, strip and cable insertion. A self-test was performed using the reader's own software and all results were within range specification. The reader was successfully connected to a computer and showed typical charging. Reader's subassembly was further tested. The reader's battery was measured using a dmm (digital multimeter) and battery was within the specification. The current draw on the returned reader was within specification, which indicates that the reader did not have sufficient power to cause the reported complaint. The reader was monitored under thermal camera while charging to identify potential high current drawn and no hotspot was observed. Therefore, issue is not confirmed. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. The reader passed all test and there was no evidence observed that would cause an electric shock to the customer as the reader is functioning as intended. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports electric shock and, " experiecing high-pitched screechy sound" from their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports electric shock and, " experiecing high-pitched screechy sound" from their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.